Event description:
Client states that he was sitting next to a pool when the chair started by itself and drove him into the pool.

Manufacturer narrative:
The chair has not been received by the manufacturer yet. Once it is here we will be able to test and update with our results

Manufacturer narrative:
The chair has not been received by the manufacturer yet. Once it is here we will be able to test and update with our results the DHR for this chair was reviewed and it met all specifications before distribution. The chair has been returned but was submerged for a lengthy amount of time. The condition of the electronics makes it impossible to test the chair or head array. As a immediate action the client has been fitted with a loaner chair and is using a joystick to drive it. He is being reevaluated for a new chair and possibly changing his drive control method. We cannot determine a root cause for this incident because of the condition of the equipment. We can however say that this is an isolated case. This head array has been used on many chairs and has not shown this type of failure.

Event description:
Client states that he was sitting next to a pool when the chair started by itself and drove him into the pool.